Event description:
The pt stated that in 2007 he bolused before going to church and 2 hours later his blood glucose measured 48 mg/dl. He stated he drank juice to elevate his blood glucose but he began to shake "violently" and he was very weak. He stated that he then ate 2 glucose tablets. He stated that his blood glucose eventually elevated to 95 mg/dl. His normal blood glucose range is 80-150 mg/dl. The pt stated that he had changed his infusion site that morning and he typically experiences low blood glucose after an infusion site change. Upon follow up the pt stated that eating before changing his infusion site seemed to help with low blood glucose. The pt was advised to consult with his physician. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.